Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Initial testing revealed the device had no telemetry and a memory download could not be performed. Additional testing was performed which concluded the device was functioning normally. As a result, the clinical observations were confirmed, but the reason for this could not be ascertained as the device functioned normal during analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Initial testing revealed the device had no telemetry and a memory download could not be performed. Additional testing was performed which concluded the device was functioning normally. As a result, the clinical observations were confirmed, but the reason for this could not be ascertained as the device functioned normal during analysis.